Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument's pitch cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the staff reportedly observed an exposed wire at the tip of the prograsp forceps instrument. No patient harm, adverse outcome or injury was reported.